Event description:
End user reported that the left side crossbrace on his mvpf80 wheelchair broke. User had to center himself until help arrived to transfer him into another chair. Caused some stress on users back which was tight the following day. User experiences pre-existing chronic back pain.